Manufacturer narrative:
(B)(4). Concomitant medical products: cartridge 1mtec30, lot cb30066 - insertion system platinum, lot 020. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol) in the right eye of a (B)(6) female patient, the posterior capsule tore. No incision enlargement was required to remove the lens. No further information was provided.

Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut by the center in two portions. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to lens removal or explant process. The reported complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There were no related non-conformance reports or deviations/discrepancies for the po. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective lenses are rejected. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received notes lens was changed during the same procedure, there was no vitrectomy and the lens was replaced with a model za9003, 13.0 diopter lens. All pertinent information available to abbott medical optics has been submitted.